Event description:
In 2006, a direct stent procedure (contrary to IFU) was performed to treat a lesion in the lad on an ami patient. The vision stent wad deployed at 14 atm. In about 1 1/2 weeks later, sat occurred. Another company's stetn was deployed to fully cover the previously deployed vision stent. The procedure was completed successfully. No additional information was available.